Manufacturer narrative:
Product event summary: analysis confirmed that the atrial output connector was broken. It was also found that the lower case was chipped, the hanger assembly was contaminated, the keypad window was scratched, and the hanger screw was contaminated. Additionally, both liquid crystal display (lcd) wires were found to be pinched, but the insulation was not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port on the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.